Event description:
The customer reported the device displayed error code 01000 during preventive maintenance. Error code 01000 is accompanied by the message/instruction defib failure cycle power and then device operation is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device displayed error code 01000 during preventive maintenance. Error code 01000 is accompanied by the message/instruction defib failure cycle power and then device operation is halted. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.